Event description:
Customer reporter a new device (never used before) generated a result of lo prior to closing of the test strip. No treatment. A request was made for return product and replacement product was sent.